Manufacturer narrative:
Continuation of d10: product ID: hh90t01; lot#/serial# (B)(6); product type: mobile platform. Product ID: a820; lot#/serial# : unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they can have 5 boluses a day, but it was taking forever to connect to the pump to get a bolus. The patient said they can spend 10 minutes waiting for it to connect and then the wheel goes to 90% and just sits there for 3-5 minutes. The patient also said that sometimes it would finally connect and say deliver bolus, but then they hit the go button and the wheel spins around to 90% and then it stays there for another 3-4 or 5 minutes before it finally says bolus started. The patient mentioned that they had fallen asleep 2-3 times in the middle of it. The agent walked the patient through the steps to clear data and the patient was able to successfully connect. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient who reported they needed assistance with clearing the data. The agent reviewed the information, and the patient successfully cleared the data. Additional information was provided from a consumer stated that the patient reached out to get an assistance clearing the data. The agent reviewed steps per ¿ka.¿